Event description:
It was reported that the pump exhibited error code 1260. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other text: one device was received. A visual inspection noted the tamper seal was removed, both cases cracked. The reported issue was duplicated. The device was displaying 1260 error code alarm message after power up when batteries were inserted. It was found that the microprocessor unit board was faulty. Actions taken replaced mpu board. A manufacturing DHR review was not performed because the device is beyond a year from its manufacturer date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.